Event description:
Kugel patch subsequently eroded into the small bowel. For this reason, he was taken back for an exploratory laparotomy, lysis of adhesions, removal of patch, and hernia repair. Patient admitted with a small bowel obstruction. Hernia mesh adhered to the small bowel causing obstruction.